Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/22/2017 with the following findings:. A review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion in the compartment. The pump was opened and there was no damage observed to the power circuit and no moisture observed internally. The returned battery cap and a test battery cap were able to attach to the pump but continued to spin. The initial "intermittent power¿ complaint was duplicated during the investigation using both the returned battery cap and the test cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that there was moisture in the battery compartment and it was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.